Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted.

Event description:
Patient reported left side "leaking." Healthcare professional reported left side rupture and "implant shell rent completely." Device has been explanted and replaced.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: red particles on the surface of the shell and a broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "leaking." Device remains implanted.